Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic biliary drainage (ebd) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During preparation, the stent could not be loaded onto the delivery system. The procedure was completed with a different device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Further attempts to obtain additional information have been unsuccessful.